Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the device failed the air-in-line (ail) alarm test due to inability to detect a significant amount of air in line at 0.04 ml. The failure mode was confirmed. A review of the device serial number history did not identify any prior similar complaints. The probable cause was determined to be a software issue. The software was upgraded, which resolved the air-in-line alarm failure. CAPA- (B)(4) was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the device failed the air-in-line (ail) alarm test due to inability to detect a significant amount of air in line at 0.04 ml. The failure mode was confirmed. A review of the device serial number history did not identify any prior similar complaints. The probable cause was determined to be a software issue. The software was upgraded, which resolved the air-in-line alarm failure. No patient involvement was reported.

Manufacturer narrative:
This MDR serves as a correction. Upon reassessment, the reported failed air-in-line alarm test was determined to be non-reportable. The probable cause of the air-in-line alarm not detecting a significant amount of air was determined to be outdated software associated with a prior air-in-line recall. Reference to complaint#: (B)(4).